Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the hasp was misaligned, preventing the closure of the smart remote manager. The field service engineer made slight adjustment to the hasp and confirmed with the customer that the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the smart remote manager (srm) was not properly aligned and was unable to close. The customer reported that the malfunction occurred when user trying to issue medication to patient, causing delay in dispensing process. There were no adverse events or injuries reported based on this incident.